Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display and failed battery alarm. The customer¿s blood glucose level was 246 mg/dl. The customer was assisted with troubleshoot for blank display. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display did return after pump restart. The customer was assisted with troubleshooting for failed battery alarm. Failed battery test persisted following pump rest. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and stained address/serial number label.